Event description:
Procedure performed: laparoscopic tubal ligation. Medwatch 5079768. Pt consented for a laparoscopic tubal ligation with fallopian rings. When procedure was started, it was noted pt had a large hemorrhagic cyst on the left ovary which left a lot of blood in the pelvis. Left ovary was removed and fallopian rings on. We also had our assessment bag we were using. When it was put through the trocar to remove the cyst and ovary, the bag separated from the deployment device when placed in the abdomen. Abdominal area examined, pt is fine - no injury. Bag was taken out, labeled and marked then turned into the appropriate staff. Additional information was received via email from health care professional on wednesday, 24oct2018 the device is available for evaluation. The bag fully came off the prongs. Staff involved could not answer the questions as it's been over a month and could not recall all the steps. Patient status: no patient injury type of intervention:bag was taken out

Manufacturer narrative:
The event product was returned to applied medical for evaluation . Upon inspection, engineering noted that the deployment mechanism was deformed at the pawl tip. Based on the condition of the returned unit, it is likely that the reported event was caused when the deployment mechanism was retracted prior to full deployment. This was confirmed by the damage observed on the deployment mechanism. If the device is retracted prior to full deployment, the supports may retract away from the tissue bag and cause the tissue bag to fall off the supports when deployed. Per the instructions for use (IFU), the customer should "hold the inzii retrieval system in an upright position and push the thumb ring forward to deploy and advance the rim of the bag into the body cavity. The thumb ring must be pushed completely forward until it has reached its advancing endpoint, which is indicated by a stop." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. This report is linked to medwatch #5079768.

Event description:
Procedure performed: laparoscopic tubal ligation. Medwatch #5079768 pt consented for a laparoscopic tubal ligation with fallopian rings. When procedure was started, it was noted pt had a large hemorrhagic cyst on the left ovary which left a lot of blood in the pelvis. Left ovary was removed and fallopian rings on. We also had our assessment bag we were using. When it was put through the trocar to remove the cyst and ovary, the bag separated from the deployment device when placed in the abdomen. Abdominal area examined, pt is fine - no injury. Bag was taken out, labeled and marked then turned into the appropriate staff. Additional information was received via email from health care professional on wednesday, (B)(6) 2018: the device is available for evaluation. The bag fully came off the prongs. Staff involved could not answer the questions as it's been over a month and could not recall all the steps. Patient status: no patient injury. Type of intervention: bag was taken out.